Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a false positive for candida tropicalis. Confirmatory gram stain and growth performed. Results were not reported and there was no patient impact. Patient 2 of 3 the following information was provided by the initial reporter. It was reported by the customer that there¿s 3 bottle of 442021 false positive with candida tropicalis. (B)(6) 2023 what organisms were seen on gram stain gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate staph hominis. What results were reported to clinicians and was patient treatment affected in response.no.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.4. The initial reporter also notified the FDA. Medwatch report # mw5145660. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a false positive for candida tropicalis. Confirmatory gram stain and growth performed. Results were not reported and there was no patient impact. Patient 2 of 3. The following information was provided by the initial reporter: it was reported by the customer that there¿s 3 bottle of 442021 false positive with candida tropicalis. (B)(6) 2023. What organisms were seen on gram stain? Gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate? Staph hominis. What results were reported to clinicians and was patient treatment affected in response? No.